Manufacturer narrative:
(B)(4).

Event description:
The spring wire guide is kinked during use. No patient harm reported. The patient's condition is reported as fine.

Event description:
The spring wire guide is kinked during use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one arrow guide wire assembly for investigation. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed two kinks/bends on the guide wire body. The distal j-bend appeared to be intact. Microscopic examination confirmed the kink and revealed that the distal and proximal welds were spherical and intact. The kinks/bends in the guide wire measured 13mm and 25mm from the distal tip. The guide wire total length measured 685mm, which is within the specification limits of 679mm-687mm per the guide wire graphic. The guide wire outer diameter measured .839mm, which is not within the specification limits of .788mm-.826mm per the guide wire graphic. This indicates that either the incorrect guide wire was returned or the incorrect product code was reported by the customer. The guide wire was inserted through a lab inventory ars/introducer needle subassembly. Little to no resistance was observed. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit provides the following warnings, cautions and instructions for the user: "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was kinked. The guide wire did not meet the outer diameter specifications for a guide wire of this size, indicating that either the incorrect sample was returned, or the incorrect product code was reported by the customer. A device history record review was performed on the reported kit with no relevant findings. However, the probable cause of guide wire damage could not be determined based on the discrepancy between the customer reported kit and the returned sample. Teleflex will continue to monitor and trend for reports of this nature.